Event description:
The pump was purchased on (B)(6) 2010. The customer used the softfit breastshields with the pump. Customer reported she sustained cuts around her areola after using the product for 5 days. Customer also noted a decrease in milk production. Larger sized breastshields were sent, but the customer reported she was continuing to get cuts. The customer went to her lactation consultant on june 30th. The lactation consultant stated she has never seen this before and instructed the customer to call the manufacturer. The customer had been able to pump with the symphony pump prior to the freestyle pump with no problem at all.

Manufacturer narrative:
The device was returned for evaluation/investigation. Vacuum levels and cycles per minute were tested; all were within specifications. No definitive conclusion can be made as to the cause of the event. The product was scrapped after evaluation. As part of complaint remediation activities, historical complaint records are being reviewed for possible adverse events. Medela is committed to creating an effective complaint handling process to assure complaints are processed in a timely manner and evaluated for part 803 reporting.